Event description:
Boston scientific crm received information that this right ventricular (rv) lead became dislodged the same day the lead was implanted. This lead was successfully repositioned and to date, no adverse patient effects were reported.